Event description:
The customer reported an increased number of architect havab-m (B)(6) patient results when reagent lot 93794hn00 was in use. The customer recalibrated the assay multiple times without resolution. The customer stated the quality control also shifted (B)(6) with the new lot and as many as 50% of patient results are (B)(6) (no patient results or data provided by the customer). The customer stated appropriate sample handling and retest recommendations were followed when (B)(6) results were generated, and that analyzer maintenance was current. The customer agreed to perform the recommended troubleshooting procedures. The customer recalibrated the assay with a fresh pack of the same reagent lot and obtained control values within the package insert ranges. Upon retest of the (B)(6) samples, repeat (B)(6) results were generated, therefore, the customer was sent a new lot of reagent. The customer reported the havab-m test performance was improved with the new lot and the issue was resolved. There was no known impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000 analyzer, list # 3m74-98, (B)(4). Cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Date received by manufacturer: in the initial medwatch submission, the incorrect date received by manufacturer was populated as (B)(4) 2011. The correct date received by manufacturer was (B)(4) 2011.